Event description:
The facility representative reported an infusor pump with a condition of "will not turn on". It is unknown when this condition occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. Baxter quality engineering determined the reported condition to be a switch printed circuit board issue. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the evaluation of the infuso.r. Device confirmed the reported problem of cannot turn on. The potential root cause of this condition was due to a damaged switch board. The switch board was replaced to fix the reported condition. If additional information is received, a follow-up will be submitted.